Event description:
On 11/23/93, the patient being s/p exploratory, cholecystectomy, right hemicolectomy with ileocolostomy was transferred from sicu to surgical unit. After transfer, the epidural drip was found to be infusing at 108 cc/hour. The epidural drip was decreased to 8 cc/hour. Approximately six hours later, the patient experienced a respiratory arrest. A code was called, the patient was intubated and transferred to sicu. The patient was subsequently discharged with no apparent residual effects. (Note: a pulse oximeter was in place during entire event.)device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-oct-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.